Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) district office of this action on august 25th, 2016. (Recall report number: 3010157426-08/25/16-003-c) we also began notifying customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 17:40 a telemetry patient experienced an episode of asystole that did not generate an audible or flashing visual alarm at the central station. The alarm was captured in the retrospective database. No one was injured as a result of this event.